Manufacturer narrative:
Physical inspection revealed badly worn and cracked insulation where jaws meet steel shaft. Also, indications of heat damage of insulation. Both jaws failed resistance continuity test and failed high pot testing. Appearance is of an insert that is worn out and used past its useful life. The device has been in use for approximately 6 years.

Event description:
Allegedly, at the end of a hypophysectomy procedure, the doctor went to coagulate bleeders and the instrument would not activate. He tried two more instruments which would also not activate. He then found an instrument that activated and completed procedure. There was no pt injury and pt condition post-op was good. See scanned page.